Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a leak from loose tubing connection on port 5 of the differential mixing module. The fse replaced the tubing to resolve the leak issue. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported clenz leaking from the coulter lh 750 hematology analyzer. The volume was not reported and the leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves and lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.